Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the vse instrument to perform failure analysis. A review of the logs indicate that the vse instrument in question was installed four times and passed homing three times, failing once. There were 45 cut complete events and 99 seal events recorded, all without errors. The logs show four instances each of "log grip release tool detected" and "error middleman manipulation manager misuse," which are related to using the grip open ring without pressing the emergency stop button. The logs do not provide a reason for why the vse instrument became stuck on tissue. This could be due to excessive bio-debris buildup in the jaws or the user attempting to seal too much tissue. The instrument was used for approximately 40 minutes.

Event description:
It was reported that during a da vinci-assisted high anterior resection procedure, the grips of the vessel sealer extend (vse) instrument became stuck. The vse instrument was docked correctly and recognized by the system. The surgeon positioned it correctly to coagulate and cut tissue. However, the instrument did not perform these functions. The vse instrument clamped tissue without coagulating or cutting it. The customer indicated that the tissue was "crushed." In addition, the surgeon was unable to open the instrument via the surgeon side console (ssc), requiring an assistant to manually release it using the release slider. Consequently, the surgeon ceased using the vse instrument. Bleeding was observed in the targeted mesorectum tissue after freeing the stuck jaws. The cause of the bleeding is unknown. The estimated blood loss was 50 milliliters, which was controlled or coagulated using scissors. A backup vse instrument was used to complete the procedure, resulting in a delay of approximately 30 minutes. The patient did not require a blood transfusion, and no adverse complications were reported.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Cut and seal test were performed and passed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.